Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. A review of the pump event history log found no evidence related to the reported problem. Functional testing was done using the battery loss alarm test and the pump passed, alarming at 2 minutes 33 seconds. Three accuracy tests were run, and the pump was found to be over delivering to the manufacturing specifications. Fluid ingression was found on the pump by the chassis base of expulsor. The root cause of the reported issue was found to be related to fluid ingression into the main body of the pump as a result of the user's improper cleaning of the pump. Actions were taken to mitigate the reported issue:the expulsor assembly was replaced.

Event description:
Information was received indicating that during testing of a smiths medical cadd legacy pump, it was noted that the pump failed accuracy (-7.9%). No patient was involved in this event. No adverse effects were reported.